Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging error 4. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (06/17/2014), device evaluation: the lay user/patient¿s product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the test strips involved with this complaint were tested, and the complaint was not confirmed. However, the test strips were found to have control solution high as a secondary issue. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.